Event description:
As per dr. (B)(6), this anyridge 5.0l x 10w fixture fractured. The fixture was placed on (B)(6) 2013 and dr. (B)(6) said that periodically, the abutment would loosen. Dr. (B)(6) reported that this ay be due to the "walls being too thin". Dr. (B)(6) noticed the fracture on (B)(6) 2017 and removed it the. Dr. (B)(6) did not report any serious injury, only some bone loss.